Manufacturer narrative:
Gbo complaint no: (B)(4). No samples (actual or unused) were provided by the customer. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and picture to our supplier for their investigation and comments. From the appearance of the sample in the customer picture, it was surmised that the needle came off of the hub because the hub was broken. Hub may have been broken due to application of excessive stress during screwing in of the needle into the holder. Manufacturing and inspection records of the concerned material/batch were reviewed and no abnormalities which could be related to the reported event were observed. Retain samples of the concerned material/batch were visually examined. No abnormalities such as damage or molding defect were found on hubs. Screwing torque was measured using greiner standard holders. The maximum was 0.85kgf/cm. All samples were screwed into holder without any problems. In addition, excessive torque was applied until hub was damaged to obtain the breaking torque. The minimum was 2.89kgf/cm. No sample hub was broken easily by screwing into holder. The minimum breaking torque was more than twice the screwing torque for the same sample. The complaint cannot be duplicated.

Event description:
Customer states phlebotomist was drawing patient, when phlebotomist attempted to pull out the needle with hub only the hub came off and needle separated from hub. (As indicated in the picture). The needle did not break. No injury to patient or phlebotomist. Holder remained intact.